Manufacturer narrative:
Product event summary: the device was returned, analyzed with no anomalies found and no issue identified requiring full analysis.

Event description:
It was reported the patients implantable pulse generator (ipg) and right ventricular (rv) lead were removed due to vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.